Event description:
The customer observed inconsistent sodium (na) results for 3 samples while running on the alinity c processing module. The following data was provided: sample ID (B)(6): na results: initial result = 172 mmol/l; repeat result = 143 mmol/l sample ID (B)(6): na results: initial result = 160 mmol/l; repeat result = 140 mmol/l sample ID (B)(6): na results: initial result = 105 mmol/l; repeat result = 139 mmol/l the approximate normal range for sodium is 136 to 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer performed troubleshooting by reanalyzing the samples on the alinity c processing module, serial number (B)(6), and obtained lower results with the same reagent lot of the alinity c ict sample diluent. Instrument troubleshooting was performed including replacing the ict module, and quality controls run afterwards passed. The customer confirmed they have not seen any further imprecision. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity c ict sample diluent, lot 05150un23 or alinity c processing module, serial number (B)(6)was identified.

Event description:
The customer observed inconsistent sodium (na) results for 3 samples while running on the alinity c processing module. The following data was provided: sample ID (B)(6): na results: initial result = 172 mmol/l; repeat result = 143 mmol/l. Sample ID (B)(6): na results: initial result = 160 mmol/l; repeat result = 140 mmol/l. Sample ID (B)(6): na results: initial result = 105 mmol/l; repeat result = 139 mmol/l. The approximate normal range for sodium is 136 to 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6)(3 different patients). All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.